Manufacturer narrative:
Reporting institution phone # (B)(6).

Event description:
The customer reported abnormal air leakage. It is unknown if the device was in clinical use when the issue occurred.

Manufacturer narrative:
H10: it was reported there was no patient involvement at the time the issue was discovered. It was observed during testing. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem occurred due to sensor failure. The pse did not repair the device. The customer declined repair and will go with a 3rd party vendor to repair the equipment. It is unknown what the outcome of the service event was and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.